Event description:
It was reported that during a right vats procedure, the knife blade would not reverse at the end of the staple line. The staple line was completed. The surgeon tried to manually move the blade and it would not reverse. The device was able to get off the tissue. The surgeon did clip the end of the staple line and there was no leak noticed. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one reload loaded in the device. The cartridge was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Upper lobe right lung. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd. What color cartridge was being used? White then blue. What other color cartridges were used before and after this event? White then blue. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? Heard a click. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No the device was not stuck on tissue. Is there any other additional information you would like to share about this device or procedure? No.